Event description:
Related manufacturer report number: 2017865-2022-00293. New information received notes that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise leading to pacing inhibition with possible inappropriate therapy. The ra and rv lead were explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that an inappropriate therapy with ventricular fibrillation episode, automode switching (ams), noise was observed on the right ventricular lead. Programming changes were made to extend the ventricular fibrillation detection. The possibility of a lead revision was discussed but no decision had been made. The patient was not symptomatic and there were no reported patient consequences.